Manufacturer narrative:
Inifital reporter phone and address were not provided.

Event description:
A nurse stated the customer ran his blood glucose test on his contour ts and received a reading of 359mg/dl. The nurse re-tested him on a contour and the reading was 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.